Manufacturer narrative:
Additional information received reported the implant date was (B)(6) 2017. Also, the lens was explanted due to residual astigmatism and replaced with a zct150 21.0 intraocular lens (iol). Reportedly, there was no incision enlargement or sutures used. There was no post-operative patient injury. No additional information was provided. If implanted, give date: (B)(6) 2017. Device available for evaluation?: yes, returned to manufacturer on 09/11/2017. Device returned to manufacturer?: yes. (B)(4). Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection showed the lens was cut to the half of the optic area. Considering the condition of the lens, additional analysis is not possible to be performed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 21.0 diopter intraocular lens was explanted from the right on (B)(6) 2017 and replaced with a toric lens. No additional information was provided.